Event description:
During index procedure, the patient had one endeavor sprint drug eluting stent implanted in the lad. It is reported that approximately 52 months post index procedure, the patient suffered subarachnoidal bleeding. The patient was treated with surgery. Investigator has assessed that the event was not related to the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (cva/stroke). Evaluation conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).